Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyh0590 showed no other similar product complaint(s) from these lot numbers.

Event description:
On 10/23/2015 per medwatch: allegedly, attempt to have right PICC line placed. Supposedly, after using lidocane and placing a needle into vein. Ran wire into the vein when supposedly, wire became stuck. Allegedly, tried to remove wire when a piece broke away and supposedly stayed in patients right arm. Allegedly wire left in patient's sub-q-tissue.